Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. The catalog number has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f products are identified. (Expiry date: 10/2022).

Event description:
It was reported that during a port placement on the right internal jugular vein, the sheath allegedly difficult to peel-away. It was further reported that upon multiple attempts sheath was allegedly unable to enter into blood vessel. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation, however, three electronic photos were provided for review. The investigation in inconclusive for the reported failure to advance and deformation issues as the provided photo is not evident enough to confirm the issues. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified in d2 and g4. H10: d4 (expiry date: 10/2022), g3, h6 (method). H11: b3, b5, h6 (device,result and conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure through the right internal jugular vein, the peel- away sheath was allegedly folded and evaginated. It was further reported that upon multiple attempts, the sheath was unable to enter into blood vessel. The procedure was completed using another device. There was no reported patient injury.